Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was on impella cp support and had a significant drop in hemoglobgin/hematocrit (hemoglobin 11 to 6.3). There were no signs of bleeding from any obvious source. A computed tomography scan was done and a spontaneous mesenteric bleed was found. They were unable to intervene per interventional radiology. Heparin was stopped and protamine was given. Four units of packed red blood cells were given for initial result. Hemoglobin was increasing and stabilizing. The patient is stable and survived the event.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. A mesenteric bleed was found on the first day of support. The root cause of the vascular damage was not determined since the product was not returned and insufficient clinical detail was provided.